Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va09lpm, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the now-deceased patient had an infection at the incision site of the implantable pulse generator (ipg). A healthcare provider (hcp) had been seeing the patient for this and it was noted that the infection was due to the implant being put in. It was unknown when this infection had occurred. Follow-up was performed to determine if the cause of the event had been determined, if any intervention had taken place of been planned, and if the patient had been receiving effective therapy. This event will be updated if additional information is received.